Event description:
It was reported that the insulin pump had blank display even after battery changed. Customer's blood glucose elevated from 400 mg/dl to 500 mg/dl. Customer's blood glucose was 500 mg/dl. Customer stated that she treated with manual injection. The customer was assisted to do troubleshooting and customer confirmed that the display returned. Advised customer the battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.